Event description:
Patient presented to the physician with an infection at the ipg site and one of the lead eroded through the chest incision. Physician prescribed antibiotics. Physician brought the patient into the or 5 days later and removed the entire inspire system.